Event description:
On 12/12/96, the facility nurse contacted a MFR nurse and reported that the flowrate of this device was calibrated at 1.19 ml/cath/day and for the first few refills, an increase was noted, with a calculated flow of about 3.4. Ml/day(total). On 12/10/96, the device was filled with 50 ml of heparinized saline. On 12/11/96, the device was emptied, the residual was 35ml, indicating the pt got 15ml in one day. On 12/12/96, the device was again emptied and the residual was 28ml. The facility nurse contacted a MFR nurse to report this problem and ask advice. Upon questioning, the facility nurse stated that they use a 60cc syringe with the plunger pulled back all the way as their emptying syringe. She said that on the first attempt to empty the device on 12/11/96, they only got back 25ml, then re-accessed and got another 10ml. The same thing happened on 12/12/96, first getting a return volume of 20ml, then re-accessing and getting another 8ml. The MFR nurse discussed this method and informed the facility nurse that the syringe should not have the plunger in it at all and that this may be causing the device to not empty fully. A MFR sales rep was scheduled to go to the facility on 12/13/96 to assist in troubleshooting the problem. In addition, the facility nurse was going to empty the device again using the MFR's refill kit. If the sideports will be performed to check for leaks in the device catheters, as well as from the device center septum.